Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl, current blood glucose was 512 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as feeling nausea, body ache, blurry vision, headache. Event caused to hospitalization was bladder infection. The customer was treated with emergency room, manual injection. The customer was wearing the insulin pump during the hospitalization. Document the outcome of the hospitalization was still in the emergency room. The insulin pump will not be returned for analysis.